Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 09-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was presented today for stimulator battery replacement as their current ins implant was at end of life. During pre-operation the rep indicated that they read the patient¿s impedances on their leads. It was reported that the 8 through 15 lead displayed that all electrodes were out of normal limits. They asked the patient about their therapy and the patient noted that they were happy with it. They noted that everything was great and that they had great coverage. They let the patient and the physician know that impedances were not with in normal limits on their lead 8 through 15. The physician noted that if the patient¿s therapy was good they would not replace the lead 8 through 15. The procedure for this patient was a battery replacement only. During surgery after the battery was replaced with the new ins impedances were red intraoperatively and it was reported that they did not change. The 8 through 15 lead was still not within normal limits. The physician decided that they would not change the lead, so no lead revision occurred during the ins replacement. During post-operation, the rep turned on program and 1 and 2 which used the 0 through 7 lead and found that the patient had bilateral coverage. They were very happy with the coverage, so at this time the patient had bilateral coverage of all pain with the lead 0 through 7 and the 8 through 15 lead was not turned on as it was not needed at this time. The patient would follow-up as needed. There were no issues noted that would have contributed to the patient¿s impedance issue.